Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller had a controller error alarm. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) controller alarm has been completed. Real time (rt) data logs were reviewed which align with a transient loss of optical data. The aic logs confirmed the reported failure mode given there was a controller error alarm (opm comm stopped ¿ event set # 1043) triggered during the clinical procedure. The console was returned for evaluation finding the front optical connector was inspected and cleaned. The root cause of the controller error was due to an aic software issue.